Event description:
It was reported that a revision surgery was conducted to address pedicle screw haloing at all levels of an l4-s1 construct. The diameter of all screws was upsized and the construct was extended from l3-pelvis. There was no reported patient impact beyond the revision surgery. This is report four of six for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. D10: 6x closure tops (07.02010.001), 2x ø5.5 precut curved rods, ti alloy 65mm (07.02015.010), 1x medium cross connector (94672) without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00040 through 3012447612-2026-00045.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. The device was not returned and no photos were provided, so an evaluation is unable to be performed. The complaint is unrefuted for vital polyaxial screw for the failure of loosening. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was conducted to address pedicle screw haloing at all levels of an l4-s1 construct. The diameter of all screws was upsized and the construct was extended from l3-pelvis. There was no reported patient impact beyond the revision surgery. This is report four of six for this event.